Event description:
It was reported that the pump loss communication during the software operation. During physical inspection, it was found that there was a detached downstream occlusion seal. There was no patient involvement, no injury was reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and error code 44510 was present. The device was visually inspected and a detached downstream occlusion seal was verified. Functional and visual tests were performed and the reported issue was confirmed. The cause of the reported issue was due to the printed wiring assembly. As a result, the printed wiring assembly was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.